Event description:
It was reported that a patient who had a small toe ulcer underwent a tibial artery procedure with a shockwave s4 peripheral intravascular lithotripsy (ivl) catheter. According to the ir (interventional radiologist), a small dissection had occurred post angioplasty . The dissection was treated with stent implantation. The surgeon had indicated that in his opinion, the dissection was caused by ivl. The patient was discharged home but returned to the user facility due to critical limb ischemia (cli). The surgeon performed below the knee amputation. It was also found that the patient was experiencing wound healing complications, so the surgeon performed above the knee amputation. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported information, there was no device malfunction. According to the ir (interventional radiologist), a small dissection had occurred post angioplasty . The dissection was treated with stent implantation. The surgeon had indicated that in his opinion, the dissection was caused by ivl. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.